Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The smart pass feature programmed itself off due to low intrinsic amplitudes. The sensing vector at the time of the shocks was set to the primary sensing vector. Technical services advised some testing options. The local representative was able to reproduce the noise during testing. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects. The system remains implanted.